Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete tot he best of our knowledge.

Event description:
The customer reported having high blood glucose for the past week. Troubleshooting was performed. The customer's most recent glucose reading was 220mg/dl. The programming, time, and date were correct. Ran a fixed prime test and the insulin passed the test. The high pressure test was not performed at the time and it will be sent to the customer. Two days later the customer called back and stated that she still is having issues with her blood glucose. The customer stated that she woke up with 330mg/dl. The customer took a manual injection and her glucose level dropped to 152mg/dl. The customer stated that she is in her way to the clinic to be assisted with her blood glucose and the insulin pump. The customer stated that she will call back upon her return from the clinic. No further information was provided.